Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that needle sftygld 25x1 rb detached. The following information was provided by the initial reporter: material no: 305916, batch no: 0175206, 0205090.  It was reported that a needle detached from safety device and was left stuck in the patient.   Needle detached from safety device and was left stuck in the patient. Total qty in each found to be defective: 2 was a sample of the defective product able to be kept to be returned to the manufacturer/supplier for their internal review? 2nd one (it is being sent via courier to me today.) Description of the issue: needle detached from safety device and was left stuck in the patient was a safetynet report submitted? Yes. Was clinical leadership at the facility notified of the event(s)? Yes. Are there pictures available? If so, please forward them to me. Yes. Did use of this item result in an injury? No. Fyi - 2 different caregivers administered the shots.

Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the reported condition were received a potential root cause could not be defined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that needle sftygld 25x1 rb detached. The following information was provided by the initial reporter: material no: 305916, batch no: 0175206, 0205090.   It was reported that a needle detached from safety device and was left stuck in the patient.   Verbatim: needle detached from safety device and was left stuck in the patient total qty in each found to be defective: 2. Was a sample of the defective product able to be kept to be returned to the manufacturer/supplier for their internal review? 2nd one (it is being sent via courier to me today. ) description of the issue: needle detached from safety device and was left stuck in the patient was a safetynet report submitted? Yes. Was clinical leadership at the facility notified of the event(s)? Yes. Are there pictures available? If so, please forward them to me. Yes. Did use of this item result in an injury? No. Fyi - 2 different caregivers administered the shots.